Manufacturer narrative:
(B)(4). Title a case-control study examining the benefits of laparoscopic colectomy using a totally intracorporeal technique for left-sided colon tumors source surg laparosc endosc percutan tech, volume 24, 2014 (381-384) article number: 4 date of publication: 01 february 2013. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to the literature source of study performed, a totally intracorporeal laparoscopic colectomy procedure included 4 to 5 laparoscopic ports, and a stapler. The small bowel and colon were divided with the use of the said stapler. The intracorporeal anastomosis was accomplished with staple loads after a small enterotomy was made with the shears at each end of the bowel. Postoperatively, there were surgical complications (22%). Complications included 8 superficial wound infections (8%), 6 anastomotic bleeds (6%), 3 ileus (3%), 2 pneumonias (2%), 2 port-site bleeds (2%), 1 small bowel obstruction (1%), and 1 splenic tear (1%).